Manufacturer narrative:
(B)(4). Reference manufacturer report tracking numbers (B)(4) for additional devices used during the same case. (B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the gall bladder was placed in the specimen bag. When tension was used, the bottom seam of the bag ripped and gall bladder fell out. The bag was removed from the trocar site. An additional specimen bag was used to remove the gall bladder. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation endo catch gold 10mm specimen pouch intl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a lap cholecystectomy the bag was torn. The instrument was received with the bag detached and not received. There was plastic remnant on the ring and the black shrink tubing was intact. The pull ring was not received. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).